Event description:
The customer reported the system continued to fluoro by itself. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a pin in the lemo connector. System operates as intended. (B)(4).